Event description:
Surgeon was trying to clip abdominal vessels in patient, clips were applied but noted to be slipping on the vessels; not holding and sliding up and down. Appliers checked and met teleflex applier care standard. Clips removed from sterile field and tested - there appears to be small gap at the bottom of the clip when it is closed and this is causing the clip to slide. Several clips were tested and observed to be doing the same thing.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Surgeon was trying to clip abdominal vessels in patient, clips were applied but noted to be slipping on the vessels; not holding and sliding up and down. Appliers checked and met teleflex applier care standard. Clips removed from sterile field and tested - there appears to be small gap at the bottom of the clip when it is closed and this is causing the clip to slide. Several clips were tested and observed to be doing the same thing.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product horizon ti med 25 pouches with 24 clips lot# 73e1900764 was manufactured on 05/28/2019 a total of (B)(4) pieces. Lot was released on 06/06/2019. DHR investigation did not show issues related to complaint. Revision of (B)(4) rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
Surgeon was trying to clip abdominal vessels in patient, clips were applied but noted to be slipping on the vessels; not holding and sliding up and down. Appliers checked and met teleflex applier care standard. Clips removed from sterile field and tested - there appears to be small gap at the bottom of the clip when it is closed and this is causing the clip to slide. Several clips were tested and observed to be doing the same thing.